Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while the surgeon attempted to remove a locking screw from the implanted device, the screw broke and threads were left within the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of initial follow up. The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-02321-1